Manufacturer narrative:
This supplement serves as a correction: previously filed MDR# 3006575795-2025-00362 is a duplicate MDR# 3006575795-2025-00470. Refer to 3006575795-2025-00470 for details. Reference to complaint #: (B)(4).

Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the 8 psi occlusion test, recording a pressure of 24.5 psi which is outside the acceptable range of 0 to 16 psi. A review of the device's serial number history revealed one similar complaint. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 8psi calibration value from 375 to 393. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the 8 psi occlusion test, recording a pressure of 24.5 psi which is outside the acceptable range of 0 to 16 psi. No patient involvement was reported.